Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient had recently had a pump refill and experienced return of spasticity. The patient ¿showed up¿ at the intensive care unit (ICU). The patient also experienced seizures and was placed on ventilation. The managing physician spoke to the hospital physician and requested a dose adjustment. A manufacturer representative met with the physician at the hospital to utilize the physician programmer and the physician adjusted toe dose based on the managing physician orders. It was unknown if there was a product issue. It was unknown if the event was related to the targeted drug delivery (tdd). Patient status at the time of the report was reported as alive with injury. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.